Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a shutdown and an inability to turn the pump back on. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support informed the caller about resetting insulin settings and manual restart of cgm sessions when the pump turns off or resets and advised monitoring the situation. The caller was guided to leave the app open for log analysis with a focus on power alerts and understood the instructions for further review.